Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty patient board set. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center would not recognize the scope when connected. The issue was found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to a failure of the patient board set. There has since been a design change to prevent reoccurrence. In addition, the following non-reportable malfunctions were found during the device evaluation. The scope is not detected and the front panel is discolored. Olympus will continue to monitor field performance for this device.